Event description:
Physio control defibrillator cable did not function properly. Box showed that 200 j were given, no energy delivery to the pt. Immediately changed to a different defibrillator. Pt was in full arrest. Acls medications/equipment used. Pt to cath lab for cardiac cath procedure.